Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage occlusion (laao) implantation procedure, a versacross connect kit was selected for use. Inspection of the wire and dilator prior to use revealed no prior damage. The venous access was obtained to the right femoral vein (rfv) using seldinger technique. The 8 fr introducer sheath was placed into the right femoral vein (rfv) and was flushed with heparinized saline. Then the 0.035" introducer guidewire (red tip straightener) was introduced and advanced to the superior vena cava (svc). The physician did not experience any difficulty inserting the wire or sheath/dilator assembly into the patient. The patient had no unusual or difficult anatomy. The 8 fr sheath was then exchanged with the transseptal assembly (versacross connect dilator and watchman double curve sheath). Upon transseptal assembly insertion, the guidewire was kinked and became stuck in the dilator. A boston scientific sales representative advised to remove the dilator and pull the wire from the distal end, however the physician continued to pull the wire in an attempt to remove it from the proximal end of the dilator. The proximal end of the wire was then bent, making it impossible to advance the wire. The wire was then extracted using two hemostat clamps to grip the wire. The mechanical guidewire and dilator were damaged rendering them unusable and neither were re-inserted. A new versacross connect kit was opened and the new mechanical guidewire and dilator were used with the existing sheath to complete the procedure. A new versacross connect kit was opened for use with the existing sheath. Tthe procedure was completed successfully, and no patient complications occurred. The device is expected to be returned for analysis.